Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument with an alleged issue to perform failure analysis as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument got "locked up." The customer used an instrument release kit (irk) to close and straighten the instrument tip to pull it out with the trocar. Fragments fell inside the patient and were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the instrument tip fell into the patient and was retrieved during the same procedure. Post-operative tests were not performed. The instrument tip was opened and could not be straighten even though the instrument did not collide with any other instrument or tool during procedure. The port incision was not increased in order to remove the instrument and trocar together. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The surgeon believed the instrument tip locked up caused the fragment falling issue.